Manufacturer narrative:
(B)(4). Complaint confirmed brief description of complaint: during incoming inspection, service identified high output on cut 6 evaluation process: incoming inspection: - the pulsar ii generator has been received in good cosmetic condition. - software version v4.3 (latest) is present on the device. - the cut 6 power output is too high. The pearson method of power verification was used to confirm high output. The measured output was 27.04 watts (16-24 watts expected) repair description: - the pulsar has been calibrated and this solved the cut 6 power output problem. Root cause: software, which was out of calibration, caused the generator to deliver high output on cut 6. Post repair, the pulsar ii has been successfully tested according to (B)(4).

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6. This report is precautionary, due to an increase in high output recordings during servicing we discovered a gap in training at the eoc. The output on this generator is not likely high. We are working on completing the proper training to correct this issue. There was no patient involvement therefore, patient demographic information is not applicable.